Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they " felt something at around 4 am" and wondered if a "lead came loose". The pacing leads remain in use. No patient complications have been reported as a result of this event.